Manufacturer narrative:
Lot number of the disposable device not provided by the complainant; therefore, the expiration date is not known. Serial number of the myosure control unit and hysteroscope not provided by the complainant. The disposable device is not being returned; therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review was not able to be conducted for the myosure system as the lot number was not provided by the complainant. (B)(4).

Event description:
It was reported that a physician performed a myosure procedure for uterine tissue removal on (B)(6) 2014. "During the procedure the fluid deficit reached 2500 cc of saline in the attempt to remove all pathology. The doctor then decided to use glycine, even though he reached a fluid deficit with the saline in attempt to cut the remaining pathology with a resectoscope. There were no complications. The patient was given lasix prophylactically and discharged.